Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia/fibrillation. It was suspected that the device diagnosed non-sustained vt and delivered atp therapy and hv therapy. Review of egms from a device check on (B)(6) 2014, showed episodes of vt that degraded into vf; some undersensing was seen but the device successfully converted the arrhythmia. The patient was placed in intensive care and later expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.